Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: excessive resistance causing interruptions during syringe use when did the incident occur? Unknown it was reported that, fresenius kabi españa, through its quality assurance department, has reported a quality complaint concerning the product plastipak syringe 10 ml luer-lok, following a notification received from the end user, hospital universitario de la mujer virgen del rocío. The incident was identified on (B)(6) 2026 and affects three lots: 2401111, 2508058, and 2511085. According to the information provided, all units from these lots are considered potentially impacted. The end user reported that the syringes exhibit excessive resistance during both preparation and administration. This results in repeated interruptions during use, as the plunger movement is not smooth, creating difficulties in normal handling during clinical procedures. At the time of reporting, fresenius kabi indicated that supporting visual evidence (images or videos) was still pending from the end user. They also mentioned that samples from the affected lots could be made available upon request to support further investigation. Additional response: was there any harm to the patient or the user? If yes, please detail it. Delay in the completion of medication administration, without direct involvement or clinical response of the patient. Confirm the number of affected products. We do not know how to quantify it, but we have been receiving complaints for months about pressure alarms, and from professionals who remove the plunger on a couple of occasions before loading the medication due to the high resistance of the slide, which also entails the interruption of the infusion, we understand that the notified batches are all affected. We do not know the number of syringes in each batch.